Event description:
It was reported that when the device, with reload cartridge, was used during a lung volume reduction procedure, it would not staple or cut. Another device was used to complete the case. There was no consequence to the pt.